Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the reaming rod snapped half of the reamer and was able to remove it. In the second part of the incident, putting the reaming rod down, cutting the front reamer head which ended up shattering inside the patient. Surgeon was not able to retrieve the pieces of the shattered reamer and had to split the fracture further to pull the reaming rod out. Surgery was completed successfully with 60 minutes delay. Concomitant device reported: unk - reamer: (part # unknown; lot # unknown; quantity: 1). This report is for one (1) 2.5mm reaming rod with ball tip/950mm-sterile. This is report 2 of 2 for complaint (B)(4).